Event description:
The patient used the suspect device to check their blood glucose and obtained a result in the 200's mg/dl. The pt got up about thirty minutes later to eat dinner and passed out. Emt's were called and they arrived and checked their glucose on their equipment and the reading was 28 mg/dl. The pt was given glucose and taken to the hospital. The pt was kept for a couple of days for tests. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.